Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. During the procedure pulmonary vein (pva) and posterior wall (pw) ablations were performed, the posterior wall ablations are considered off label use as the farawave is only indicated for treatment of the pulmonary veins for paroxysmal atrial fibrillation. Ablations to the crista terminalis were performed with a non-boston scientific catheter. It was noted that they had difficulty advancing a non-boston scientific intracardiac echocardiography (ice) catheter through the patient's left femoral vasculature but were able to introduce it into the right atrium to assist with the transseptal puncture. After the transseptal puncture ablations the pvi and pw ablations were performed with the farawave catheter, eight ablations were applied to each pulmonary vein with ano additional 4 ablations to the posterior wall. It was noted that the patient had a smaller than expected left atrium, but these ablations were completed with no obvious complications at the time. Then a non-boston scientific lasso mapping catheter was used to perform the post treatment mapping. Approximately 5 minutes into this 'post map' "the patient began to lose pacing in the cs catheter and its dr pacemaker did not work as well". They observed a "wenckebah" bradycardia pattern and eventually asystole. CPR was started at this time and then shocked her after "4 cycles in vf", which restored her pulse and heart's contraction. Approximately an hour later the bradycardia leading to asystole happened again so CPR and then another shock were delivered but this time her pulse did not return. A blood gas analysis was performed and the patient's ph returned as "a little acid". The anesthesiologist "began to fix it" and the next blood test returned normal. After approximately 25 minutes of CPR the physician's declared the patient as deceased. Post humorous fluoroscopic imaging from the patient's legs to her lungs were performed but no abnormalities were found. There was no perforation or other heart damage observed so cardiac tamponade was ruled out. Pulmonary edema was ruled out due to a lack of fluid in the lungs. No trauma to the vasculature traversed by the sheaths was present. In the physician's opinion "they had nothing to suspect that the farapulse single use devices could be related to the abrupt decline in her glasgow scale". Ultimately the cause of the cardiac arrest was not determined at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.